Manufacturer narrative:
(B)(4).

Event description:
A pt had a gradual loss of pain control which resulted in a reduction of activities. A malfunctioning pump was noted. An isotope pump study was conducted on (B)(6) 2010. An inability to aspirate fluid; and no free flow of csf was determined on (B)(6) 2011. The pump and catheter were explanted. The pt's outcome was indicated as having resolved without sequelae as of (B)(6) 2011. The following drugs were administered via the pump: sufentanil (60 mcg/ml at 44.947 mcg/day), baclofen (50.0 mcg/ml at 37.456 mcg/day), and bupivacaine (10 mg/ml at 7.491 mg/day). Additional info will be provided in a followed-up report as it becomes available.